Event description:
Baxter healthcare received a phone call in january 2006 from the home pt's son alleging the homechoice device was involved in this mother's death. A follow up phone call was made to the pd nurse who stated that she has been advised that she cannot give out any info for this home pt. In october, the home pt was experiencing fluid retention and was given some pills to take the fluid off. Then the home pt started building fluid in her legs. The home pt's son spoke with the home pt and made plans for a christmas celebration and it seemed that the home pt was doing fine. In 2006 the home pt passed away. The home pt's spouse called the home pt's son and told him that display on the home choice device read "drain 3 of 5 with 7ml". The homechoice device was not stepping out of the drain cycel. During that phone call to the son, the device automatically went into the next fill cycle with the display still reading 7ml. At 1:15 am, the home pt's spouse called the home pt's son and told him that the home pt could not get her breath. The son stated that his mom said three times "I cannot get my breath", and then the spouse told the son that the home pt was gone. The son hung up and called 911 and then proceeded to the home pt's residence. He arrived before the ambulance and noticed that the display on the homechoice device showed "drain 3 of 5". The son pushed the down arrow and said that the ultrafiltration reading was negative 1660. The son believes that the homechoice device was not operating properly because the home pt had gone through 3 fill cycles and the display still read "fill 2 of 5 with 7ml". The son stated that the death certificate stated congestive heart failure as the cause of death. The son stated that the coroner told him that he felt the home pt had so much fluid in her lower body that the fluid had pushed up and suffocated her. The son that he received a letter telling him that his homechoice device needed a software upgrade and he did not received this software upgrade because there has not been a baxter rep sentative to perform the upgrade. The device was never returned for this service. The product surveillance rep advised the home pt's son to save all supplies used and not to turn machine on and push buttons because info from previous therapies may be lost from the data logs. Baxter investigation shows the following: 10/04 after a proactive swap to install a software upgrade. Two fca activities were done: 8.7 software was installed (this version had fixes for one potential overfill issue and alow uf issue). The power switch was upgraded. Baxter spoke with the home pt's son in 2/06. The home pt's son stated that his mom was on peritoneal dialysis every night for 10 hours. The son also said that they did want baxter to come in and perform the evaluation of the device, but his lawyer was looking for a 3rd party who was knowledgeable about the homechoice device to be present atthe time of the evaluation. Baxter then consulted with our legal department to have representation present at the time of the site investigation. The home pt's son stated that he would contact baxter within 10 days (feb. 2006) regarding the timing for this on-site investigation.